Manufacturer narrative:
Lot number 2973989 showed (B)(4) were manufactured, tested, inspected and released in (B)(6) 2014 with no anomalies reported. Investigation in process.

Event description:
Complaint received stating "a new tego was connected on (B)(6) 2015. Five minutes after the start of the dialysis treatment leakage started. This was noticed only later when blood was on the arm, since the patient wore a black shirt. Patient lost moisture. It is unknown how much blood the patient lost. The patient did not need extra treatments because of blood loss and went home." No serious adverse consequences to the patient reported.

Manufacturer narrative:
Visual analysis: 08/4/2015 - received one used d1000 tego connector, reported lot number 2973989 (manufactured 12/2014), one new bd 10ml syringe ref # (B)(4) and one new bd plastipak 2ml syringe ref #(B)(4). Blood is visible between the tego body and the silicone covering. Investigation: a single used d1000 tego was returned along with two new syringes. The used d1000 tego had blood between the silicone sheath and the rigid yellow body. The d1000 tego was air pressure leak tested as per ps65-00001 section 4 (p-3c-475). The d1000 tego failed the air leak test. The d1000 tego was disassembled with the following observations: the one piece silicone seal had a circular puncture in the sidewall below the slit through which the blood leaked internally. The exact source and cause of the seal puncture is not known. Analysis summary: the complaint of tego leakage was confirmed. The tego leaked as a result of a puncture through the sidewall of the one piece seal. The damage to the one piece silicone seal appears to have been caused by an incompatible mating device. Evaluation of the assembly process showed that nothing would have been used during assembly to cause this type of seal damage. ICU medical 100 percent leak tests each tego connector prior to packaging.